Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for pacer and defib functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The processor/bridge/pace board and housing were found to be damaged. Multiple components of the device were replaced to address the damages found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.